Manufacturer narrative:
On (B)(6) 2021, abaxis received a call from the customer lab stating that the device yielded an unexpected high potassium patient result. The patient's whole blood sample was tested on the piccolo and the results were high and out of range. The patient was treated with a liter of saline for an unspecified amount of time. The patient was redrawn and again the results were high and out of range. The patient was admitted to the hospital and redrawn. The results were high, but within range. The customer sent the device in for analysis. The device has been received and the investigation is underway. All additional information will be submitted in a supplemental report when received.

Event description:
The customer lab reported that the device yielded an unexpected high potassium patient result.